Event description:
It was reported that no pressure was applied from the beginning due to faulty connection between meter and syringe.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a plastic bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The device also exhibited an unknown crystalized substance. The needle on the gauge was also noted to be within the zero position. However, functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Devices that pass this test are marked by automation for identification. Devices that fail are not marked. The returned device was marked, indicating it met pressure integrity when it left our facility. It was also noted 2 photo samples were received. First photo sample shows top view of eagle inflation device on side. Second photo zooms in on gauge disconnected from inflation device. Based on photo and physical samples received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be uv bond of the glue plug of the complaint device may not have been fully cured. A DHR review is not required as no lot number was reported for this investigation. The instructions for use were found adequate and state the following: "preparation of the catheter: 1. Carefully inspect the catheter for signs of damage. Do not use the product if damage is evident." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that no pressure was applied from the beginning due to faulty connection between meter and syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.